Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: during investigation, there was visible moisture on the display. The display was blank. The cloudiness was caused by condensation from moisture. A leak test failed due to t a leak from the display lens. The pump was opened and there was moisture corrosion found on the printed circuit board and other internal components. There was no moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.